Manufacturer narrative:
A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: migration is a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this electrode had migrated from its original implant position two days after the system had been implanted. Surgical intervention was performed and the system was repositioned. The shock impedance measurements since then have gradually increased from 72 ohms (around implant time) to now values up to approximately 180 ohms. No values were reported to be out of range. X-ray imaging did show slight differences in position of the system, and the patient was reported to have gained some weight in-between this time as well. Boston scientific technical services provided troubleshooting options, and the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode had migrated from its original implant position two days after the system had been implanted. Surgical intervention was performed and the system was repositioned. The shock impedance measurements since then have gradually increased from 72 ohms (around implant time) to now values up to approximately 180 ohms. No values were reported to be out of range. X-ray imaging did show slight differences in position of the system, and the patient was reported to have gained some weight in-between this time as well. Boston scientific technical services provided troubleshooting options, and the system remains in service. No additional adverse patient effects were reported.